Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was seen for a routine follow-up appointment, where noise and variable, but still in-range shock impedance values (between 50 to 80 ohms) were observed from this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for review, and it was discussed that there were multiple episodes of oversensed noise, with some resulting in inappropriate anti-tachycardia pacing (atp) therapy. Additionally, there was evidence of variable amplitude measurements. Ts provided thorough recommendations for assessing the rv lead integrity, such as via provocative maneuvers, manipulations, and diagnostic imaging. However, to ensure adequate and appropriate therapy delivery, ts recommended performing a lead revision procedure. Recently, it was clarified that the patient was actually hospitalized due to these variable impedance measurements and oversensed noise, at which the device therapy was programmed off. The physician then elected to surgically cap and abandon the rv lead, as well as explant the ICD. A new rv lead and device was subsequently implanted to resolve the event. No additional adverse patient effects were reported.